Event description:
There was an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an innovance antithrombin laboratory method. On (B)(6) 2022 the result from the meter was 3.9 inr. The result from the laboratory was 2.9 inr. The patients therapeutic range is unknown.

Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. All test strip retention samples passed the internal inspection and are inconspicuous. On a regular basis, coaguchek strips of all lots currently valid in the market are tested in comparison to the current master lot by the manufacturer. For this purpose, the strips are measured with two human blood samples from marcumar donors and one high level control sample on internal reference meters. Based on the current test results of the retention material, the product concerned complies with the specification. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.